Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving saline (1000 mcg/ml at minimum rate 6.0 mcg/day) via an implanted pump. The patient¿s medical history included chronic lower back pain and the patient was taking percocet as a concomitant medication. The indication for pump use was non-malignant pain. On (B)(4) 2019 it was reported that the patient¿s pump started to flip on (B)(6) 2018. Per the patient, there were no environmental, external, or patient factors that may have led or contributed to the issue and no patient symptoms were reported. A dye study was performed and on (B)(6) 2019 a pocket revision was completed to anchor the pump back down. The issue was resolved, and it was noted that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
Conclusion code is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 15-apr-2019 from a healthcare professional via a company representative who reported that they were unable to refill the patient¿s pump today even using fluoroscopy. Images showed that the pump had flipped. The orientation of the cap (catheter access port) was on the left instead of the right. Another pocket revision had not been scheduled yet. No further complications have been reported as a result of this event.